Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case at reservoir tube window corner and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged around the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.